Manufacturer narrative:
Full establishment name: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device exhibited a damaged ceramic tip that came off. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the malfunction: the damage was thermally and mechanically induced. In addition, wear and tear was a contributing factor. Olympus will continue to monitor field performance for this device.